Event description:
This lead was implanted on (B)(6) 2008 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 mentioned that patient has chronic atrial fibrillation and the pacing in the atrium was 7% which probably was, because there was a little undersensing of the atrial fibrillation the physician was dr. Praful patel at new hanover regional medical center in wilmington, nc. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).